Event description:
Reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported that the patient encountered infusion set occlusion event. The blood glucose was reported 20 mmol/l and treated with bolus via pump. No further information.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country : australia.